Event description:
Patient received inappropriate therapy due to sensing anomaly. Fluoroscopy revealed that the helix had retracted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.